Event description:
This is a significant medication related issue. There are newer "on-skin" devices that serve the purpose of monitoring (e.g. Blood glucose) or medication delivery (pegfilgrastrim-onpro or insulin-omnipod). For these devices, the FDA has approved them with restrictions on all radiographic imaging (ultrasound, xray, CT, MRI). Where MRI makes sense if the products contain ferrous materials with a functioning mechanism, the other restrictions seem to be a "work around" to accelerating FDA approval without adequate product testing. It is logically inconsistent that a product on an arm would be affected by an abdominal ultrasound. The impact on patients is significant. Patients arrive for an imaging study and are told they need to remove the device to proceed. This causes patients distress. Patients have to either delay their imaging appointment or remove the device and wait until they get home to replace it. This leads to medication under-administration, product waste, and delayed imaging. There is also a financial impact to patients- the onpro is (B)(6) per device, the omnipod is (B)(6) per device. Often patients must pay out of pocket until their deductible is reached. Reporter's recommendations: modify FDA approval requirements to require appropriate testing for all imaging studies. (B)(6). (B)(4).